Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2014; during the same surgery the patient was re implanted with a new device.this report is filed april 29, 2014. Device currently unavailable.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved.

Manufacturer narrative:
(B)(4).